Event description:
It was reported that during the pulmonary vein isolation for atrial fibrillation using pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was used to get transeptal puncture. Non-boston scientific catheter was used to map in the left atrium and then it was removed. The farawave catheter was inserted. Once the farawave catheter went in, it was found to be sucking air in through the valve when aspirating with a 20cc syringe. The physician tried to remove and re-insert the farawave but it was still sucking air through the valve when aspirating with a syringe. A new faradrive sheath was opened, and the procedure was completed successfully without any patient complications. The product is expected to be returned. It was further reported that the faradrive had the versacross connect through it for the transseptal puncture and then an abbott loop mapping catheter was inserted to map the left atrium. At this point in time the faradrive was still sealing. Once the loop catheter came out the farawave was inserted into the sheath, the physician then aspirated with a 20-cc syringe to remove any possible air bubbles. Air leaked in through the back valve and was sucked into the syringe. No air passed out of the tip of the sheath and into the patient. A pressure bag was used for irrigation of sheath. The bubbles were observed in the aspiration syringe. The guidewire was just barely visible out of the tip of the farawave. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve; pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation for atrial fibrillation using pulse field ablation procedure to treat persistent atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the faradrive sheath was used to get transeptal puncture. Non-boston scientific catheter was used to map in the left atrium and then it was removed. The farawave catheter was inserted. Once the farawave catheter went in, it was found to be sucking air in through the valve when aspirating with a 20cc syringe. The phyician tried to remove and re-insert the farawave but it was still sucking air through the valve when aspirating with a syringe. A new faradrive sheath was opened, and the procedure was completed successfully without any patient complications. The product is expected to be returned. It was further reported that the faradrive had the versacross connect through it for the transseptal puncture and then an abbott loop mapping catheter was inserted to map the left atrium. At this point in time the faradrive was still sealing. Once the loop catheter came out the farawave was inserted into the sheath, the physician then aspirated with a 20-cc syringe to remove any possible air bubbles. Air leaked in through the back valve and was sucked into the syringe. No air passed out of the tip of the sheath and into the patient. A pressure bag was used for irrigation of sheath. The bubbles were observed in the aspiration syringe. The guidewire was just barely visible out of the tip of the farawave. No other issue has been reported.